Event description:
Patient suffered from a distal humerus fracture and was implanted with two distal humerus plates, an olecranon plate proximal ulnar, and screw construct on an unknown date. On an unknown date, patient suffered from an infection at implant site. On (B)(6) 2012 patient returned to the operating room and all three plates were removed, including 21 screws. All hardware was removed without any problems. This is 13 of 24 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.